Manufacturer narrative:
The insulin pump passed the functional testings including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners note during visual inspection.

Event description:
Customer's mother reported via phone call that the customer has lost consciousness about 4 times and the day of the call, his blood glucose was low at 34 mg/dl. Current value was 60 mg/dl; customer treated with food. Customer's mother stated that sometimes his blood glucose is between the 40 and 50 mg/dl range. Customer's mother reported that the customer was hospitalized on (B)(6) 2015 with low blood glucose in the 50 mg/dl range. The customer was treated with glucagon. It was stated that the cause for the lows is unknown and the doctor is aware and wants to run more testing. The customer's mother stated that the drive support cap appears normal. She also reported that the insulin pump has a deep vertical crack on the screen and customer is able to view the display but requested it to be replaced. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.